Event description:
It was reported that the programmer was unable to interrogate wirelessly. It was also reported the programmer was not maintaining telemetry. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was unable to interrogate wireless devices. After the radio frequency transceiver (rft) was replaced, interrogation was fully functional. The programmer was able to interrogate and maintain telemetry using the radiofrequency (rf) head and interrogating a medtronic kappa device, there were no connection issues with the rf head. It was also noted that the system and power supply fan were noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.